Event description:
It was reported that the customer was sick and dehydrated since last thursday. Customer was hospitalized on (B)(6) 2015 due to high blood glucose level of 588 mg/dl and diabetes. Customer was in the hospital for one day and was on an IV drip for 6 hours and then sent home. Customer was dehydrated and her magnesium was low. Customer was wearing the pump at the time of the emergency room visit. Customer declined troubleshooting for the high blood glucose level. Customer stated that she is also receiving a motor error alarm. Customer's blood glucose level was 242 mg/dl before the motor error alarm. Customer was taking the pump off to get into the shower when the alarm occurred. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.